Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs9bzcl. Hardware: sm-s931u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the back for an unknown duration of use and sought medical attention at an urgent care facility on (B)(6) 2025 (assigned for reporting purposes due to unknown exact date) due to not feeling well. At the time of evaluation, the pod was removed and pus was observed oozing from the cannula site. The site was described as infected and hot to the touch with purulent drainage. The patient was diagnosed with a pod site infection and received an unknown medication (specific treatment not reported). The patient reported removing the pod by pulling it off. The patient successfully resumed pod therapy following the event.